Manufacturer narrative:
This case was initially received via regulatory authority (anvisa, reference number: 2021.02.000476) on 04-feb-2021. The most recent information was received on 10-feb-2021. This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), arthralgia ("articular pain"), myalgia ("muscle pain"), dizziness ("dizziness"), headache ("headache"), depression ("depression"), affective disorder ("mood disorder"), vomiting ("vomiting"), abdominal pain ("abdominal pain / abdominal cramps"), nausea ("nausea"), swelling ("generalized swelling"), dysmenorrhoea ("menstrual cramps"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("swollen abdomen"), hypersensitivity ("hypersensibility / allergy"), musculoskeletal discomfort ("lumbar discomfort"), back pain ("back pain"), fatigue ("fatigue"), muscular weakness ("muscle weakness") and vulvovaginal discomfort ("vaginal discomfort") and was found to have weight increased ("weight increased"). The patient was treated with surgery. At the time of the report, the pelvic pain, alopecia, arthralgia, myalgia, dizziness, headache, depression, affective disorder, vomiting, abdominal pain, nausea, swelling, weight increased, dysmenorrhoea, vaginal haemorrhage, abdominal distension, hypersensitivity, musculoskeletal discomfort, back pain, fatigue, muscular weakness and vulvovaginal discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, affective disorder, alopecia, arthralgia, back pain, depression, dizziness, dysmenorrhoea, fatigue, headache, hypersensitivity, muscular weakness, musculoskeletal discomfort, myalgia, nausea, pelvic pain, swelling, vaginal haemorrhage, vomiting, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: due to essure implantation, an additional surgery was necessary (not specified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (anvisa, reference number: (B)(4)) on 04-feb-2021. This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), alopecia ("hair loss"), arthralgia ("articular pain"), myalgia ("muscle pain"), dizziness ("dizziness"), headache ("headache"), depression ("depression"), affective disorder ("mood disorder"), vomiting ("vomiting"), abdominal pain ("abdominal pain / abdominal cramps"), nausea ("nausea"), swelling ("generalized swelling"), dysmenorrhoea ("menstrual cramps"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("swollen abdomen"), hypersensitivity ("hypersensibility / allergy"), musculoskeletal discomfort ("lumbar discomfort"), back pain ("back pain"), fatigue ("fatigue"), muscular weakness ("muscle weakness") and vulvovaginal discomfort ("vaginal discomfort") and was found to have weight increased ("weight increased"). The patient was treated with surgery. At the time of the report, the pelvic pain, alopecia, arthralgia, myalgia, dizziness, headache, depression, affective disorder, vomiting, abdominal pain, nausea, swelling, weight increased, dysmenorrhoea, vaginal haemorrhage, abdominal distension, hypersensitivity, musculoskeletal discomfort, back pain, fatigue, muscular weakness and vulvovaginal discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, affective disorder, alopecia, arthralgia, back pain, depression, dizziness, dysmenorrhoea, fatigue, headache, hypersensitivity, muscular weakness, musculoskeletal discomfort, myalgia, nausea, pelvic pain, swelling, vaginal haemorrhage, vomiting, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: due to essure implantation, an additional surgery was necessary (not specified). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.